Manufacturer narrative:
No conclusion code available; the reported event of an inability to communicate with the programmer was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device was found to be in premature eri. When the patient presented in-clinic for a follow-up, it was noted that the patient was not feeling well. Device interrogation was attempted, but unsuccessful since the device was also found to be in backup vvi mode. The device was explanted and replaced.

Event description:
New information received indicates that the patient was in good condition post-procedure.